Event description:
It was reported that during the catheter ablation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that air ingress occurred during catheter insertion in the right inguinal annulus due to hemostatic valve anomaly. The procedure was completed using different faradrive sheath. No patient complications occurred. The product is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported air ingress was not confirmed. Visual inspection found no abnormalities. Microscopic inspection found the external valve was torn by its center slit, which compromises the valves ability to seal pressure and fluid within the sheath. However, due to the heavily occluded shaft, leakage testing was unable to be performed, thus the leak was unable to be confirmed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established. Based on the available information, boston scientifics investigation was unable to establish a clear conclusion about the cause of the reported event. The external valve was torn by its center slit, which compromises the valves ability to seal pressure and fluid within the sheath. However, due to the heavily occluded shaft, leakage testing was unable to be performed, thus the leak was unable to be confirmed.

Event description:
It was reported that during the catheter ablation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that air ingress occurred during catheter insertion in the right inguinal annulus due to hemostatic valve anomaly. The procedure was completed using different faradrive sheath. No patient complications occurred. The product was received for analysis. It was further reported that air bubbles were observed within syringe. Infusion pump was used for irrigation, but water was not flushed yet. No leak nor air in patient was seen. The position of guidewire was at the atrial side from the farawave. The patient was above 18 years old.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem.

Event description:
It was reported that during the catheter ablation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that air ingress occurred during catheter insertion in the right inguinal annulus due to hemostatic valve anomaly. The procedure was completed using different faradrive sheath. No patient complications occurred. The product was received for analysis and investigation is still in progress. It was further reported that air bubbles were observed within syringe. Infusion pump was used for irrigation, but water was not flushed yet. No leak nor air in patient was seen. The position of guidewire was at the atrial side from the farawave. The patient was above 18 years old.